Manufacturer narrative:
Investigation in process. Remains implanted.

Event description:
Medical records received from patient indicate planned revision due to persona tm tibia loosening. Per states that revision is scheduled for (B)(6) 2016. Nexgen tm patella used in primary surgery p/n: 00-5878-065-35, l/n: 62602730. At this time it is unknown of the tm patella will be revised. Note the tm personal tibia is a zimmer biomet (B)(4) design controlled product. The tm patella is a zimmer biomet (B)(4) designed controlled product.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. The tm patella was not revised and there is no indication that it failed to perform as intended . Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Medical records received from patient indicate planned revision due to persona tm tibia loosening. Per states that revision is scheduled for (B)(6) 2016. Nexgen tm patella used in primary surgery p/n: 00-5878-065-35, l/n: 62602730. At this time it is unknown of the tm patella will be revised. Note the tm personal tibia is a zb (B)(4) design controlled product. The tm patella is a zb tmt designed controlled product.